Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient-device incompatibility (failure to seal) could not be determined. Patient-device incompatibility (failure to seal the perforation) may be attributed to several factors including, but not limited to, patient anatomical morphology, product size selection, deployment technique, interference from previously deployed devices, or growth of perforation during deployment. In this case, it is possible that growth of the perforation during deployment may have caused the reported patient-device incompatibility (failure to seal); however, based on the limited information provided by the account, this cannot be confirmed. Another graftmaster stent was implanted. It was reported that the graftmaster was deployed with a maximum pressure of 18 atmospheres (atm). It should be noted in the graftmaster instructions for use (IFU) specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. It is unknown if the IFU deviation contributed to the reported event. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code: 2017 - above rbp. The additional devices referenced in b5 are captured under a separate medwatch number.

Event description:
It was reported that the procedure was to treat a perforation in the distal right coronary artery (rca). The 4.5x16 mm graftmaster covered stent was implanted at 15 atmospheres (atm) but the perforation was not sealed. Therefore the 3.5x16 mm graftmaster covered stent was implanted at 20 atm but the perforation was not sealed. The 2.8x16 mm graftmaster covered stent was implanted at 18 atm but again the perforation was not sealed. There were no reported adverse patient sequela. No additional information was provided.